Event description:
It was reported the patient¿s device had impedances of greater than 4 ,000 ohms on all bipolar and unipolar pairs. It was noted the patient went through airport security on (B)(6) 2014 without turning device off. It was reported the patient did not feel stimulation and had a return of symptoms the following day. It was noted the patient had not had any falls or trauma, but had done pilates and aerobics. It was reported the patient had a breast scan, but no MRI or diathermy. It was noted that increasing stimulation and change in position did not result in sensation. It was reported one of the electrodes had not been working.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3058, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v550364, implanted: (B)(6) 2010, product type lead; product ID 3093-28, lot # v550364, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).